Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgment and embolizion occurred. The taxus express 3.0 x 12mm drug eluting stent was being positioned in the severely calcified lesion in the lad just distal to the left main. The stent came off of the balloon prior to deployment. The physician removed the stent balloon and inserted a smaller balloon and was able to snag the stent. When the smaller balloon was removed, the stent was not on it. According to the physician, the stent was embolized in the pts leg. No further attempts were made to retrieve the stent. The procedure was completed by predilating with a crossail balloon and a cypher stent of an unknown size was implanted. No pt complications were reported. Pt status is satisfactory.